Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that during insertion of the lens in the patient¿s right eye, the leading haptic crimped. The lens was removed without enlargement of incision; however, suture was required. A back-up lens of the same model was implanted intraoperatively without issues.

Manufacturer narrative:
The device was not returned to bausch + lomb; therefore, a product evaluation could not be performed. The lot number was not provided; therefore, a device history records (DHR) could not be performed. Based on available information, a root cause for the reported event could not be conclusively determined. However, user related factors, such as loading or handling techniques, and/or procedural factors, such as lens and inserter interaction, might have contributed to the event.